Event description:
It was reported that the patient had localized pain, swelling and redness at the tailbone, implant site. The patient also had a fever and it was determined that they had an infection. The physician assessed the infection as being procedure related. The patient was placed on antibiotics. A culture was taken and the results were negative. The patient underwent an explant procedure of the leads due to an ongoing infection at the incision site. The patient is doing well post operatively. The leads will not be returned for analysis as they were retained by the facility for pathology analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(6); batch: (B)(6).

Event description:
It was reported that the patient had localized pain, swelling and redness at the tailbone, implant site. The patient also had a fever and it was determined that they had an infection. The physician assessed the infection as being procedure related. The patient was placed on antibiotics. A culture was taken and the results were negative. The patient underwent an explant procedure of the leads due to an ongoing infection at the incision site. The patient is doing well post operatively. The leads will not be returned for analysis as they were retained by the facility for pathology analysis.